Event description:
Nurse reported that she found blood in the pt's bed and upon investigation, found that the tubing for the sapphire pca pump came apart at the back check valve. Upon further investigation with other tubing sets it was found that the tubing disconnected easily at that site. The easy disconnect was replicated in three additional tubing sets. (B)(4), the vendor of this tubing, was contacted immediately. They were responsive and initiated their own investigation. This took a significant amount of time. In (B)(6), (B)(4) notified (B)(6)that they would replace the present tubing with a modified tubing set. We received a shipment last week and though the lot number was different, the easy disconnect problem still existed. Pump MFR reported as (B)(4). Dates of use: (B)(6) 2014 - (B)(6) 2015.